Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were five other complaints for the reported issue. The sample was visually inspected and deemed nonconforming. Needle was bent approximately 35 degrees and foreign matter was in the inner diameter of the port. Actuation testing was performed and deemed nonconforming. The cutter stays in the closed position. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The sample was disassembled and the components inspected. There is approximately 30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. The inner cutter is bent. Gouge marks at bend area and along several sections of the inner cutter. The actuation test was performed on the disassembled probe and the actuation test was then to be found conforming. The initial test was deemed nonconforming due to the cutter stayed in the closed position. A retest showed the sample was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does not confirm the probe had a cut issue. The probe met specification for cut. However, unrelated to the reported issue it was found during the evaluation the probe had an actuation issue. The reason for the actuation nonconformance is due to the cutter being stuck in the closed position. The exact root cause for the probe being stuck in the port cannot be determined from this evaluation. It is most likely due to the interference that impeded the movement of the cutter shaft during the 30 minutes of surgical use when the vitrectomy portion of the surgery is usually less than 20 minutes. This interference is present as observed from the foreign matter stuck in the port, the bent needle, bent inner cutter, and gouge marks at bend area and along a section of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. No specific action with regard to this complaint was taken because the probe met specification for the report issue; however, due to the number of related complaints, an investigation has been completed and actions completed to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Also, during the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints will continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cutting failure of the probe occurred during a vitrectomy procedure. Aspiration was present. The product was replaced and the procedure was complete. There was no patient harm. The product sample has been requested for evaluation.